Event description:
It was reported there was a patient fall which resulted in the patient sustaining a laceration above his right eye and a broken hip, both of which required medical intervention. The patient was (B)(6)-year old man, with a history of dementia and stroke, and was identified as a fall risk. The patient was admitted on (B)(6) 2014 and the reported fall occurred on (B)(6) 2014. The bed exit was allegedly set and the account also uses a "pull tab" monitoring system, attaching the patient to the bed with a pull cord to alert caregivers. The siderails were reportedly up when the alleged fall occurred, and the hospital reported that bed exit did not alarm and the pull tab monitoring system did not work as intended. Following the patient's hip surgery, he was reportedly moved to hospice care on (B)(6) 2015, where he subsequently expired on (B)(6) 2015. Though it was initially alleged bed exit did not alarm, the hospital evaluated the bed after the event and found that bed exit was functional, but did identify that two load cells required replacement.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer. There was no malfunction found with the bed exit system, however, the head and foot left load cell readings were not correct. The load cells were replaced. Customer performed evaluation.

Event description:
It was reported there was a patient fall which resulted in the patient sustaining a laceration above his right eye and a broken hip, both of which required medical intervention. The patient was an (B)(6) man, with a history of dementia and stroke, and was identified as a fall risk. The patient was admitted on (B)(6) 2014 and the reported fall occurred on (B)(6) 2014. The bed exit was allegedly set and the account also uses a "pull tab" monitoring system, attaching the patient to the bed with a pull cord to alert caregivers. The siderails were reportedly up when the alleged fall occurred, and the hospital reported that bed exit did not alarm and the pull tab monitoring system did not work as intended. Following the patient's hip surgery, he was reportedly moved to hospice care on (B)(6) 2015, where he subsequently expired on (B)(6) 2015. Though it was initially alleged bed exit did not alarm, the hospital evaluated the bed after the event and found that bed exit was functional, but did identify that two load cells required replacement.